Event description:
It was reported that the patient had a reoccurring oxacillin-sensitive staphylococcus aureus driveline infection. The patient was given a 10-day supply of keflex. The site planned the change the patient's catheter as the patient was being noncompliant. The patient was re-educated about sterile dressing changes, showering, and equipment and catheter management.

Manufacturer narrative:
Onset of infection referenced in MFR # 2916596-2022-14302. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.